Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID: mr (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
The cannulated drill bit tip broke in patient hip during drilling for the helical blade and the fragment was not retrieved. The surgeon believed it would not interfere with the implant and could cause greater harm trying to retrieve. The drill bit fragment unretrieved in hip, not interfering with implanted device. Five minute time delay. This is report 1 of 1 for complaint (B)(4).